Event description:
It was reported that the system would not save images. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and reseated the cine bridge board and reformatted the cine drive. The system operates as intended.